Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements greater than 145 ohms on non-boston scientific right ventricular (rv) channel. The device had reached end of life (eol) few months back and upon interrogation a code 1005 was noted. Subsequently this device was explanted, and a new device was successfully implanted. The non-boston scientific lead was surgically abandoned and a new lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements greater than 145 ohms on non-boston scientific right ventricular (rv) channel. The device had reached end of life (eol) few months back and upon interrogation a code 1005 was noted. Subsequently this device was explanted, and a new device was successfully implanted. The non-boston scientific lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.